Manufacturer narrative:
(B)(4). The customer informed the technical support engineer that the ventilator was ran on a test lung for two days with no issues. Medtronic was not authorized to service the ventilator.

Event description:
The customer reported that, during patient use, a 840 ventilator generated an error which rendered the ventilator inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm or injury to the patient as a result of the event.